Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8100 sn (B)(4) failing patient side occlusion test while running pm, tried good known 8100 module also failing the test. Failure device type: failure problem type: failure mode: case resolution: after recommending to manually force the 8015 device to maintenance mode and started running the patient side occlusion test. The issue was resolved.